Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had recurring no delivery alarms on the insulin pump. Customer stated that she has been on the pump for 12 years. Customer has tried new sets and reservoirs and has not had any bent cannulas. Customer is currently on an older pump since this morning and so far it has been good. Customer stated that she would just be sitting there and the pump would alarm no delivery during basals. Customer's last blood glucose was 402 mg/dl and yesterday it was 443 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.